Event description:
Surgeon was performing an arthroscopy using a stryker shaver and the shaver agitated to itself and begun to shave the bones, breaking off a tooth of the blade. Irrigated the wound to remove metal shavings.